Event description:
During implant procedure, loss of capture and increased pacing impedance were noted on the right atrial (ra) lead. The ra lead was not implanted and a new ra lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.